Event description:
In 2010: pt had metal on metal hip implant at an outside, unknown hospital. (B)(6) 2013: pt admitted with non-ischemic cardiomyopathy, systolic heart failure and cobalt toxicity. (B)(6) 2013: all life support was withdrawn and patient expired.